Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type ii. It was reported that the therapy was turning off by itself. The spinal cord stimulation wasn't working right, it didn't stay on and the patient could feel it turn off. There were no falls or trauma associated with the event. The patient has adaptive stimulation settings. The patient has not confirmed the implantable neurostimulator status with the patient programmer correctly when these events of stimulation turning off by itself occur. This started occurring about 8 months prior to the report, in 2015. The patient was redirected to their health care provider for additional troubleshooting.

Event description:
Additional information received from the consumer reported he met with a manufacturer representative and the problem was taken care of and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.